Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse replaced the sample nozzle and performed impasse test to correct the issue. Instrument is functioning as intended and was released. The most probable cause for this event is a clogged sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4017 spec. System clog detected on their aia-360. The technical support group (tsg) has the customer run alcohol through the substrate line. Also, the customer was instructed to wipe down the needle and check for crystals in the dispensing well. Customer called back indicating that the error still occurring. Customer requested service in order to address the reported issue which resulted in delay reporting of results for progesterone. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.